Manufacturer narrative:
Follow-up #1: date of submission 07/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings: the display lens was scratched in middle of field of view. The pump powered on with returned battery cap to a dim and discolored display. Unrelated to the initial complaint, the coin slot on top of the battery cap was damaged. Also unrelated to the initial complaint, the keypad was found to be fully intact with no damage or peeling observed. During testing, all of the buttons on the keypad responded intermittently. The keypad was removed and there was evidence of contamination found under all the button contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.